Event description:
Patient stated she was diagnosed with toxic shock syndrome during her last period, which was a little over 7 weeks ago at the time of the call.

Manufacturer narrative:
The product was not returned.